Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported the implant packaging appeared to be melted prior to use. The device was not used and a secondary implant was retrieved to complete the procedure. There was no patient impact and no adverse events have been reported as a result of the malfunction. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; h2; h3; h6; h11. Visual evaluation of the returned product found the sterile packaging exhibits damage that is visually consistent with thermal damage. Evaluation of the returned product found the inner blister seal was narrow. Review confirmed the narrow seal can be attributed to cavity deformation, such as warping or melting. This condition may lead to changes in the cavity dimensions, which in turn can cause the adhesive to shrink and give the appearance of a compromised seal. Sterility is considered not breached. Reported event has been confirmed by review of the returned product. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.